Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb) on an e411 analyzer. The sample initially resulted as 0.148 ui/ml and this value was reported outside of the laboratory to the patient. The doctor asked for a repeat analysis of the sample. The sample was repeated on (B)(6) 2016, resulting as > 10000 ui/ml. The repeat result was said to be ok since it matched patient history and also because the patient is pregnant. The patient was not adversely affected. The hcgb reagent lot number was 131960. The reagent expiration date was asked for, but not provided. The field service representative determined that the measuring cell was more than 2 years old, so he changed the measuring cell. He also changed the mixer paddle. He checked adjustments of the analyzer and ran performance testing; performance testing was ok. He also determined that the customer had been performing liquid flow cleaning maintenance on the analyzer weekly, instead of bi-weekly. The customer was then trained to perform the liquid flow cleaning maintenance on a bi-weekly basis.